Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon became stuck to the stent. The lesion being treated was a 80%-90% stenosed, moderately calcified mid left anterior descending (lad) and a 70%-80% stenosed proximal first diagonal (d1). IV lovenox 40 mg bolus was administered. Via right femoral approach, the lad lesion was crossed without difficulty with a pt graphics wire. A second pt graphics wire was used to cross the lesion in the d1. IV integrilin was administered. The physician then successfully deployed a taxus express2 8.8% 2.75 mm x 12 mm at 16 atms with 0% residual stenosis in the lad. There was no dissection and normal flow. Attempts were made at passing a stent into the d1 which were not successful, because of the snow plow affect of the plaque which made the lesion in the d1 worse than at the beginning of the procedure. A 2.5 mm x 12 mm balloon (type unk) was then used to dilate the lesion and the ostium of the d1. A taxus express2 8.8% 2.5 mm x 8 mm stent was then deployed at 16 atms for a 0% residual lesion and normal flow in the d1. However, upon withdrawal, the balloon became stuck to the stent. The physician dialed the indeflator down, pulled back negative, waited, and then went to neutral with the indeflator. The guide began to deep seat, so the physician attempted to push the balloon forward. This did not release the balloon. The physician then backed the guide back out of the artery and pulled on the balloon. The balloon then released. The stent in the lad remained widely patent. No pt complications were reported. The status of the pt is listed as good.